Event description:
The implantable cardiac monitor (icm) was returned to the manufacturer after being explanted due to an upgrade from the icm to a pacing system. The icm subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed; analysis revealed the connector was loose/detached. (B)(4).